Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer received multiple no delivery alarms from his insulin pump. The customer's blood glucose level was 300 mg/dl. Standard troubleshooting was performed. The customer was able to complete a manual prime. The insulin pump functioned according to specification. After connecting the infusion set to his body, the customer received another no delivery alarm. The customer was advised to change the infusion set. The product is being returned. Nothing further was reported.